Event description:
It was reported that when an asymptomatic patient presented in clinic, post-sensed t-wave oversensing was observed. The device was re-programmed. Patient is fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.